Event description:
It was reported that an ilet user experienced a white, unresponsive device screen after placing the device on a charging pad, and the user contacted support for assistance; the agent requested a photo of the screen and guided a restart via the mobile app after assisting with a password reset. Symptoms included no device display responsiveness. Outcomes included no reported adverse health effects, no alerts or alarms, and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting guidance, and request for visual evidence. Investigation of this case revealed that the issue was limited to the user interface display with no evidence of therapy interruption or safety impact based on the information provided. It was concluded that the device operating state could not be verified at the time of the call and that additional assistance would be pursued when the user had support available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.